Manufacturer narrative:
D4: the UDI is unknown due to the part/lot number were not provided. H6: device code 2017 - against resistance. H6: device code 2017 - excessive force. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. It was reported that a lot of force was used when advancing and removing the bdc resulting in the reported separation. It should be noted that the coronary dilatation catheters (cdc), nc trek neo, instruction for use states: if resistance is felt, determine the cause before proceeding. Continuing to advance or retract the catheter while under resistance may result in damage to the vessels and / or damage / separation of the catheter. In this case, it is likely that the violations of the IFU contributed to the reported separation as the device separated after force was applied. The investigation determined the reported difficulty advancing and removing the device from the guiding catheter and unexpected medical intervention appear to be related to operational context; however, the reported separation appears to be related to user error/operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in an unspecified artery. The 3.5x15mm nc trek neo balloon dilatation catheter (bdc) was used/reused with another large balloon in a 6 french (f) guide catheter and was attempted to be advanced with a lot of force. During removal, a lot of force was also required which led to the balloon separation in the patient's anatomy but was successfully removed using a snare device. There was no adverse patient sequelae. Although there was a reported delay in the procedure, it was confirmed that there were no adverse patient effects; therefore the delay is not considered clinically significant. No additional information was provided.